Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using (B)(4) joules and 28 minutes and 53 seconds, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 283616 joules and 28 minutes and 53 seconds, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) test found no breaks along the fiber length. The fiber passed the connector function and saline flow functional test. Upon microscope inspection it was identified that the fiber glass cap had a distal circumferential fracture (cf). However, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after using 283616 joules and 28 minutes and 53 seconds, forward firing occurred. The procedure was completed using another fiber. There were no patient complications reported.